Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) and the pump would feel rock hard after two pumps. The patient also noted a bump at the base of the penis when the device was pumped. Additionally, after a sneezing episode, the reservoir had migrated. Following urination, the patient had developed urine loss, and noted the symptom had never occurred prior to the surgery. The patient had an appointment with a physician to plan a revision; however, the urologist was only aware of the migration. No additional information was reported.